Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump over-delivered insulin. The customer's mother stated that the customer's school nurse assisted the customer by bolusing 1.1 units of insulin to the customer, but instead the insulin pump delivered a bolus of 9.9 units before the customer's mother could stop the insulin pump. The customer's mother also stated that the school nurse had not pressed any buttons. The customer's mother further stated that after uploading the insulin pump data to the carelink monitoring software, the bolus estimate showed 0.0 units instead of the 9.9 units that were delivered. Nothing further was reported.